Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Pump received with cracked reservoir tube lip noted. (B)(4).

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated buttons on the insulin pump were unresponsive. Customer's blood glucose was 226 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.